Manufacturer narrative:
(B)(4).baxter evaluated the device and found that the motor mount screws were severed, causing the symptom. It was determined that these severed screws caused the system error 105 alarms. The motor assembly, including the screws, was replaced to correct the condition.

Event description:
During review of the event history log, system error 105 was observed. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.